Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bottom of the refill head fell out- oral b power care [device breakage]. Case narrative: consumer via phone stated that the bottom of the refill head fell out. No injury was reported.